Event description:
Reportedly during a re-intervention due to lead cardiac perforation, as a result of counterclockwise rotation of the setscrew the silicone mass covering the screw mechanism detached from the header.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function. The silicone cap was confirmed to be detached from the device header.

Event description:
Reportedly during a re-intervention due to lead cardiac perforation, as a result of counterclockwise rotation of the setscrew the silicone mass covering the screw mechanism detached from the header.

Event description:
Reportedly during a re-intervention due to lead cardiac perforation, as a result of counterclockwise rotation of the setscrew the silicone mass covering the screw mechanism detached from the header.